Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On the (B)(6) 2026, gore was notified concerning a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device). On the (B)(6) 2026, a patient of unspecified demographics underwent an endovascular procedure for treatment of a carotid artery pseudoaneurysm. The procedure included retrograde sheath placement in the right brachial artery, administration of 5,000 iu heparin, and selective catheterization of the left common carotid artery. Coil embolization of the external carotid artery and the lingual artery was successfully performed. Subsequently, a viabahn 8 x 50 mm stent graft (reference pajr080502e; serial number (B)(6)) was introduced for deployment in the carotid artery. During deployment, the deployment mechanism failed to disengage properly from the stent graft. After approximately 1.5 cm of partial deployment, further deployment was not possible. Continued traction on the deployment wire resulted in deformation, causing the stent graft to fold upon itself rather than expand. The device was therefore removed. The procedure was completed successfully with a second viabahn 8 x 100 mm stent graft. The reporter confirmed that there where no signs of damage to the viabahn prior use and that the patient did not experience any adverse events.